Manufacturer narrative:
A ge rep reviewed the reported issue and suspects that the battery charger board needs replacement. However, advised the facility that due to age of the equipment we no longer have parts for this system. Recommended that facility should seek 3rd party to find a replacement board. A complete evaluation could not be completed. No further info to report.

Event description:
It was reported that during a morning check out of the 9400 system a "precharge fail error" message was displayed. There was no report of pt injury.